Event description:
During the index procedure the patient had an endeavor sprint drug eluting stent implanted in the lcx. It was reported that approximately 29 months post procedure the patient expired due to acute coronary syndrome and acute cholangitis.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). (B)(4).